Event description:
The patient's device was returned to the manufacturer by a mortuary. The cause of death was not provided. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Device analysis was not complete on the date of this report. A follow up report will be submitted when device analysis is complete.